Event description:
It was reported that patient presented remotely. Upon pacemaker interrogation, intermittent loss of capture was noted. No intervention was performed. The patient was in stable condition.